Event description:
It was reported that, over the last year high shock impedances were observed in this right ventricular (rv) lead. Then, a shock was delivered and the device recorded a code 1005, which indicates high shock impedances out of range. The rv has been implanted for thirteen years. Subsequently, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.